Event description:
Complainant alleged that while attempting to defibrillate a patient, the device failed to failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The product has been received, and a follow-up report will be provided when our investigation is completed.